Event description:
The manufacturer received information alleging a ventilator stopped providing airflow. There was no harm or injury reported. The device was returned to the manufacturer for evaluation, however the investigation is still ongoing. A follow up report will be filed when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator stopped providing airflow. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer's complaint was confirmed, the sponge of the blower inlet had pulled away and blocked the air inlet port of the blower. The device's inlet air path foam needs to be replaced to address the issue. There was no evidence of loose foam particulates.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator stopped providing airflow. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated. The device's inlet air path assembly needs to be replaced to address the issue.